Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and was presented with a difficult flap lift on the left (os) operative eye on the day of treatment procedure. Due to the difficult flap lift complication, the treatment was aborted. A bandage contact lens (bcl) was placed and a photorefractive keratectomy (prk) procedure is planned to be performed within a month after healing process has ended. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Pre-op bcva from (B)(6) 2018: right eye pre-op 20/20, -1.00 x -2.50 x 4; left eye pre-op 20/20, -1.00 x -2.75 x 177.